Event description:
The patient became agitated and was pulling on his soft wrist restraints and in the course of that his arterial line tubing had snapped and broken off at hub connected to the catheter. The arterial line was then removed.